Manufacturer narrative:
H6: fdc added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Literature article details: title: switching to impella 5.0 decreases need for transfusion in patients undergoing temporary mechanical circulatory support authors: liesa castro, svante zipfel, josephine braunsteiner, andreas schaefer, bjorn sill, gerold soffker, stefan kluge, edith lubos, meike rybczinski, hanno grahn, benedikt schrage, peter m. Becher, markus j journal of critical care 57 (2020) 253¿258 doi: 10.1016/j.jcrc.2019.11.007. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding ecmella implantation and subsequent impella 5.0 therapy. All data were collected from a single centre between march 2016 and august 2018. The study population included 26 patients predominantly male; mean age 57.2 years, an unspecified number of these patient were treated with medtronic bio-medicus cannulae (serial numbers not provided). Among all patients, 3 deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: bleeding complications requiring surgical revision, a tear in the femoral vein, peripheral thromboembolism. Based on the available information, the bleeding complications and tear in the femoral vein may have been attributed to the medtronic femoral cannulae used. Among all patients, device malfunctions included a dislocation of the femoral cannula in one patient. Based on the available information a direct correlation could not be made between the other observed adverse events and malfunctions and medtronic product.